Event description:
It was reported that during a percutaneous balloon angioplasty procedure, a balloon rupture occurred. The target lesion was located in the non calcified and moderately tortuous shunt of the cephalic arch. The 6.0 x 40mm x 75cm mustang balloon catheter was advanced through a 5.5fr 3cm non bsc introducer sheath and over a 0.032 non bsc guide wire. The balloon was inflated to 22atms three times and on the 3rd inflation ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that there was no damage noted to that shaft of the device. The balloon was torn circumferentially 25mm from the proximal markerband. The distal end of the balloon was bunched at the distal end of device. There was no part detached. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous balloon angioplasty procedure a balloon rupture occurred. The target lesion was located in the non calcified and moderately tortuous shunt of the cephalic arch. The 6.0 x 40mm x 75cm mustang balloon catheter was advanced through a 5.5fr 3cm non bsc introducer sheath and over a 0.032 non bsc guide wire. The balloon was inflated to 22atms three times and on the 3rd inflation ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.